Event description:
It was reported that the patient intentionally announced a smaller-than-actual meal in an attempt to lower elevated blood glucose, and they were counseled that this practice is not recommended because it can lead to maladaptive glycemic management. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported emergency care, and no device alerts or alarms. Investigation included user troubleshooting and education regarding appropriate meal announcements and use of meals not as a correction method. Investigation of this case revealed user technique contributing to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper meal announcement and off-label corrective use of meals.